Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the hospital with a complaint of dizziness. The right ventricular (rv) lead exhibited non-capture. As a result, patient reportedly experienced periods of arrhythmia and asystole. A micro-dislodgement of the lead was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.